Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis revealed the returned device indicated high impedance in the battery. This device was included in that field action, but returned product testing found the device did perform as described in the field action.

Event description:
It was reported that the device reached elective replacement indicator (eri) earlier than expected. The device was explanted and replaced successfully. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).